Event description:
Pump circulated a little first during priming. E78 error occurred and the pump stopped circulating. The customer turned the power off and on several times but the situation was the same. (B)(6). 16.02.2017 phone call with (B)(6): we already know that the error e78 is generated after a failure of the 90-305-185 (pcb, rpr 9909, control board) part of the bill of material of the zpr 9909 board (motor control japan) with art. Nr. 90-505-185 inside the drive unit. ¿cable dent¿ which you can see below in the pictures, is this a rotation consequence or is this a wrong assembly on our side? 17.02.2017 iteam: centrifuge drive japan 60-01-80 with sn (B)(4) hi (B)(6), I discussed the complaint with (B)(6). We are convinced that the wires are squeezed (wires from the rpm sensor). This could happen : - during assembling - during service you should check (if possible) the service measures in the past for this device. Regards (B)(6). Hi (B)(6), it is possible that the fault was generated in one of our departments (during maintenance). If we know sure which department ¿ we can inform the guys . Best regards (B)(6). Hallo tssi team, as far as you remember, when you served / repaired this unit (that is coming back again ¿ see sc in attach) for the first time, the cables were perfectly positioned inside the drive unit or it might have happened that this mistake happened after repair. Just a question. Qa is not asking to point fingers, is just that this will change the verbiage in the complaint and in the report that I will file to FDA. If this is a sorin mistake (done in good faith), I need to know so that I can write the correct sentences in the qa summary and in the reporting to authority (and to the (B)(6))

Manufacturer narrative:
Livanova (B)(4) performed an in-house investigation on the returned part with the following results. The described error could be reproduced. In the visual inspection one error could be identified.the connection cable between the hall sensors board and the zpr (con3) board was damaged. Root-cause was found to be a hall sensor board defect. A long time test (12h) with water loop was performed, and all tests were carried out without issue. This problem was caused presumably after one service action (tssi or sgj). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. The model number 60-00-20 is not distributed in the USA. However, it is similar to model number 60-00-00, which is distributed in the USA (510(k) number: k032213). Livanova (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative identified a dent on one of the cables. The device has been requested for return to livanova (B)(4) for additional investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that an error was displayed on the centrifugal pump system and the pump stopped during priming. The device was powered off and back on several times, but the issue persisted. There was no patient involvement.